Manufacturer narrative:
(B)(4).

Event description:
An endurant bifurcated stent graft system was selected for an endovascular stent graft procedure. The device was not used in the pa tient. It was reported that during preparation of the delivery system, the sales rep checked the label on the delivery system and noticed it did not match the label on the box. The label on the delivery system was for an endurant enew2020c82e extension. The delivery system was checked and it was clear that it was not a bifurcated stent graft within the graft cover (no capture mechanism or supra-renal stents). The label on the pouch matched the label on the delivery system for the endurant extension. An endurant enbf3620c145 device was used to complete the procedure without any complications. Evaluation summary: the endurant enew2020c82e extension and the endurant enbf3620c145 bifurcated stent graft systems were returned. The devices inside the cartons that were returned did not match the devices depicted on the cartons product labels. The tamper seals on the cartons were broken at both ends of the cartons. Both products were manufactured over 3 months apart and a mix up at manufacturing is determined as not possible based on the length of time that elapsed from one lot being processed through the line from the next. Both devices were delivered to the same account and potentially a mix up could have occurred there, but it could not be conclusively determined. Review of the manufacturing documentation proved both devices successfully passed packaging and quality inspections before their release for distribution. Label printing history also confirmed that there were no issues noted while printing the labels for any of the units involved in this complaint.